Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported the lead broke after a short time. The patient had no pain relief after the broken lead. An impedance measurement revealed high impedances. There were no factors that may have led or contributed to the issue. The lead was replaced and the issue resolved.

Manufacturer narrative:
Analysis of the lead found that all conductors were broken 20.5 cm from the distal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.